Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic/pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain: abdominal, chronic"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation (failed) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the uterine perforation, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/abdominal, dysmenorrhea and menorrhagia (heavy menstrual bleeding). Date of removal:(B)(6) 2016 (bilateral salpingectomy) (B)(6) 2016 partial hysterectomy (supracervical hysterectomy (uterus only)). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified) unilateral occlusion (left tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic/pain'), uterine perforation ('uterine perforation/ ablation failed caused uterine perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("pain: abdominal, chronic"). The patient was treated with surgery (ablation (failed) and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and vaginal haemorrhage had resolved and the uterine perforation, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2010 patient had received treatment for pain: pelvic/abdominal, dysmenorrhea and menorrhagia (heavy menstrual bleeding). Date of removal:(B)(6) 2016 (bilateral salpingectomy). (B)(6) 2016 partial hysterectomy (supracervical hysterectomy. (Uterus only)). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2010: unilateral occlusion (left tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: plaintiff fact sheet received-outcome of dysmenorrhea, updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic/pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal, chronic"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation (failed) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/abdominal, dysmenorrhea and menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified) unilateral occlusion (left tube occluded). "Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal), abnormal bleeding (general) and dyspareunia (painful sexual intercourse)¿ were added. This case is medically confirmed. Reporter, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic/pain'), uterine perforation ('uterine perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain: abdominal, chronic"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation (failed) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved and the uterine perforation, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/abdominal, dysmenorrhea and menorrhagia (heavy menstrual bleeding). Date of removal: (B)(6) 2016 (bilateral salpingectomy) (B)(6) 2016 partial hysterectomy (supracervical hysterectomy (uterus only)). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: (unspecified) unilateral occlusion (left tube occluded). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain and menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: plaintiff fact sheet received. Event uterine perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic'), abdominal pain ('pain: abdominal, chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia. The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient had received treatment for pain: pelvic/abdominal, dysmenorrhea and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: incident category updated. Previously reported injury has been replaced by new events pain: pelvic/abdominal, dysmenorrhea and menorrhagia (heavy menstrual bleeding). Patient dob added. Reporter information, product indication and removal date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.